Event description:
On 6/16/00, the facility's lead radiology techologist informed the MFR's (MFR.) Senior account mgr of the following: while flushing the catheter and implantation, the flushing solution leaked out of the catheter extension leg. No further details were provided at this time.